Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated.

Event description:
The facility reported a fail code 703 found during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.